Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that they were unable to deflate the balloon and had to cut the catheter in order to do so. Per additional information received, there was no medical intervention required, and there was no adverse event or patient harm.

Manufacturer narrative:
Additional information: the device history record (DHR) could not be performed because the lot number provided is not a valid lot number. However, as part of the manufacturing process, a DHR is generated for the lots produced and all acceptance criteria are reviewed prior to release. No sample was received for the evaluation. The complaint will be reopened if the sample is received. The actual root cause could not be determined and thus no action plan can be taken. This complaint will be used for tracking and trending purposes.